Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx5008swc was removed on (B)(6) 2018 due to failure to osseointegrate 23 days after implantation. The patient has no significant medical history. The doctor noted local infection and pain during explantation. The patient has recovered without complications.